Event description:
Pt underwent pacemaker generator change due generator wornout (end of life) 7/03. Follow-up in 8/03 for a wound check revealed inappropriate impedances (2500 ohms) on both the atrial and ventricular channels. Although it was sensing and pacing appropriately, guidant clinical recommneded lead revision evaluation. Scheduled for 03. Upon initial interrogation, pre-op device indicated "elective replacement" - battery drained device removed and was replaced with new device.